Manufacturer narrative:
Additional info: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint event. Video inspection notes a reload clamed at the distal end of a previous staple line. The clamped reload begins to fire and as the I-beam advances the firing speed begins to slow. The reload is able to reach the 0cm cut line and retract fully. Staples can be seen on either side of the cut line. Both properly formed staples and malformed staples can been seen. Blood is observed oozing from the staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, 2 misfires of stapler encountered. The first incident was at the antrum where a misfire occurred. Luckily the stapler jammed and was able pulled it and used a new load. In the second instance, the stapler was too slow and then misfired and the stomach was opened. Staple line was incomplete at distal part. Twisted stomach led to reoperation and turned to be a mini gastric bypass. It was being restapled and over sewn the defect. Extended incision was done more than 1 inch and surgical procedure extends for more than 30 minutes.